Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07219 and 2134265-201-07220. It was reported that erratic speed and a guide wire fracture occurred. The target lesion was located on the right coronary artery. A rotablator console, 330cm rotawire floppy and peripheral rotalink® plus were selected to treat the target lesion. During preparation, when the physician commenced to platform burr on wire the console showed 300,000 rpm for a second and was noticed that the wire sheared off. Wire was removed and replaced with a new rotawire. The physician decided to switch from hospital air to cylinder air bottle supply and proceeded to platform burr again. Rotablation was successfully done; all rotablation products were removed to successfully complete percutaneous coronary intervention (pci). The same console was used to complete the procedure and the rotalink plus and rotawire were exchanged with another of the same device. There were no patient complications reported and the patient's status was stable.